Event description:
Information was received from the patient regarding their implantable neurostimulator (ins). They reported that they charge the patient's implant every week and that yesterday they went to charge the implant and it was down to 10% and the therapy was off. The caller stated they would charge the patient at least once and sometimes even twice a week and would always try keep the implant battery around 100%. Caller stated they would drive the patient 'crazy' with charging so they were surprised the battery was depleted. Agent reviewed with the caller that the battery level of the implant could vary depending on the patient's settings and other factors and that the therapy would turn off if the batter depleted entirely in between the times they charged it. The caller stated they tried to turn the therapy back on yesterday; however, they were unsuccessful in doing so, so they called today. Agent wanted to note that caller stated they hadn't used or charged the communicator since the patient had gotten it so it appeared caller didn't know how to turn the therapy back on when they attempted. Caller was unable to turn the therapy back on during the call because the caller received a 'not found' message for the communicator and the communicator battery light was rapidly flashing yellow so a communicator reset was unable to be performed. The caller was instructed to charge the communicator to a sufficient battery level and call back for further assistance once the communicator was charged. Caller to call back for assistance in turning therapy back on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient reported that they initially did not notice the "therapy was off indicator. Patient was able to charge implantable neurostimulator to 100% then noticed that therapy off was showing. Patient reported that trouble shooting including how to turn therapy back on resolved the issue.